Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported mechanical jam plunger issue could not be determined. Factors that may contribute to mechanical jam (plunger deployment issue) include, but are not limited to, needle deflection during plunger deployment due to interaction with calcified patient anatomy (human tissue, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This was reported as an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, the plunger could not be depressed, therefore step #2 could not be completed. The device was removed without issue, and the sutures of 2 new prostyle devices were successfully pre-placed. The sheath was upsized to a 20f and the taa procedure was completed. Hemostasis was achieved with the pre-placed sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.